Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
A 18l6 image quality in fundamental mode allegedly misses some lesions. Investigation in-process.